Event description:
It was reported that (6) devices were used during a resection. It was reported by the affiliate that the tlc75 would not fire after reload. Another instrument was used to complete the case. There was no consequence to the pt.